Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. The sutures of two new perclose devices were successfully pre-placed. The sheath was upsized to a 13f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.